Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to electromagnetic interference (emi). Technical services (ts) was contacted to assist in reviewing the episode. This s-ICD remains in service. No additional adverse patient effects were reported.